Event description:
It was reported that the left ventricular lead high pacing impedance and failure to capture. Upon review it was suspected that the lead was fractured. The lead was capped and replaced on (B)(6) 2026. The patient was discharged.